Manufacturer narrative:
Updated sections a4, b5, b7, f10 per additional information received. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. This patient was 23 years-old at the original time of the subject device being implanted. Per the device¿s instructions for use, the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for young adults because it has not been studied in these populations. The patient is also noted to have a history pulmonary balloon valvuloplasty, mechanical avr and bioprosthetic avr. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant patient registry that a 23mm 3300tfx magna ease pericardial aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of two (2) years, one (1) month due to degeneration, severe pulmonary stenosis and severe pulmonary regurgitation. The tpvr was performed with a 26mm 9600tfx transcatheter valve with excellent result. The patient tolerated the procedure well and was discharged home pod #1 in stable condition.

Manufacturer narrative:
H11: corrective data: corrected section h6: method, result and conclusion codes.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.

Manufacturer narrative:
UDI# (B)(4). Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable.  The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported through implant patient registry that a 23mm 3300tfx magna ease pericardial aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of two (2) years, one (1) month due to unknown reason. The tpvr was performed with a 26mm 9600tfx transcatheter valve.  Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device.